Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified high adc device scan result compared to what they felt. It is unknown whether the customer noted a trend arrow on the device. The customer experienced sweating, loss of consciousness, and seizure. The customer was unable to self-treat and had contact with a healthcare professional (hcp) who obtained a blood glucose reading of 33 mg/dl on a laboratory result compared to an adc device scan result of 320 mg/dl, and the results, when plotted on a parkes error grid, fall into the "e" zone, showing the difference in values to be clinically significant. The length of sensor wear was 11 days. The customer received glucose, chocolate, and cola for treatment of hypoglycemia diagnosis. There was no report of death or permanent impairment associated with this event.